Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead presented with feeling lightheaded and bradycardia of less than 45 beats per minute (bpm). Device is noted to be programmed at 60 bpm. Additionally, patient presented with premature ventricular contractions (pvcs) which is suspected to be the cause of rate being below lower rate limit (lrl). Left ventricular (lv) threshold test was inconclusive so it is currently unknown if there was loss of capture. Lv intrinsic rhythm amplitude decreased from 11.6 millivolts (mv) to 5.6 mv since last check. Lv pacing impedance also noted to decrease from 1463 ohms to 843. This system is continued to be monitored and currently remains in service. No adverse patient effects were reported.